Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history. (B)(4).

Event description:
It was reported the patient lost a significant amount of weight and the ipg became loose in the ipg pocket causing discomfort. As a result, the physician opened up the pocket and sutured the extension to the fascia. The same ipg was implanted during the procedure. The issue was resolved. The patient has a system for off-label use.

Manufacturer narrative:
The initial report included incorrect event date. Further follow-up revealed the surgery took place on (B)(6) 2016 not (B)(6) 2016. Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.

Event description:
Follow-up revealed the surgery took place on (B)(6) 2016.